Event description:
During sinus surgery surgeon noted that a piece had broken off of straight punch. X-ray showed piece retained within the right maxillary sinus: piece was retrieved with 30-degree scope and large bore suction. The patient was not harmed.